Event description:
Spontaneous report. Pts home health nurse reported that new pump received gave an error code of 20 "replace lithium battery'' after she has already replaced batteries. No disruption of infusion, defective pump available for return. No adverse event occurred due to pc. Serial number: (B)(6). Reported to (B)(6) by: health professional.